Event description:
I have been using a philips remstar pro since (B)(6) 2014 and experienced breathing problems, stopped using the item on the above date and my breathing problems are better now. There is black material inside the breathing tube where it connects to the machine. I have not been able to find a lab that will test for the polyester based polyurethane foam used in the product that was the reason for the recall on the device. FDA safety report ID# (B)(4).